Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable. It was determined that the vh-4000 was having intermittent power spurts. They exchanged cables with no success. They then exchanged hpii power ext. Cable. The device completed the case with not concerns or patient effects.

Manufacturer narrative:
Updated section: d10, g4, g7, h2, h3, h6, h10, h11. Corrected section: h-6 device codes from "electrical issue" to "intermittent continuity" trackwise ID # (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation on 11/23/2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The extension cable was observed to be intact, with both collars attached to the cable. A mechanical evaluation was conducted using a reference adaptor, power supply and hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh tool produced steam and heat during 5-second activations and shut off when the toggle was released. A poly fuse electrical test was performed. The evh tool shut off power to the heater after 5-10 seconds of activation periods. And activated again by manipulating the toggle switch after a resting interval of about 10-15 seconds. Based on the returned condition of the device and the results of the evaluation, the reported failure "intermittent continuity" was not confirmed.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable. It was determined that the vh-4000 was having intermittent power spurts. They exchanged cables with no success. They then exchanged hpii power ext. Cable. The device completed the case with not concerns or patient effects.